Event description:
It was reported that during a routine supplies change the user expended multiple lengths of fill tubing without seeing drops and, after rewinding the ilet and removing the cartridge, a leak from the cartridge was confirmed; insulin delivery resumed after replacing the cartridge and connector with new supplies. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included successful restoration of therapy with new supplies and no medical treatment or hospitalization. Investigation included customer troubleshooting, visual inspection by the user and agent confirming leakage, and arrangement for return of the leaking cartridge and attached connector for evaluation. Investigation of this case revealed a leaking cartridge consistent with a device component failure of the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge leading to leakage during setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.